Event description:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10236) which was submitted on july 24, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on august 21, 2021 that the event was not reportable but filed under MDR (9610877-2021-10236) which was submitted on july 24, 2021. This complaint is not reportable to u.s. FDA because sha-p5 leak tester, manufactured by pentax, is distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax. Pentax distributes zutron leakage testers in the u.s. Manufactured by zutron medical (OEM). This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to air leak on the device. It was non-repair item so that it was replaced with new one. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. The user found that the ball of leakage tester was broken.